Event description:
It was reported that the pump touch screen was black and grey screen. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.